Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 22079245 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced kinked tubing. The following information was provided by the initial reporter: I received another tubing yesterday with the same complaint that it sets off the alarms due to the kinking in the material.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced kinked tubing. The following information was provided by the initial reporter: I received another tubing yesterday with the same complaint that it sets off the alarms due to the kinking in the material.